Event description:
I had essure done in (B)(6) 2010. In (B)(6) 2012 I had to have a full hysterectomy at the age of (B)(6) because one of my coils had embedded in my uterus almost puncturing thru which could have resulted in death.